Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin breakdown over the implantable pulse generator (ipg) and heating of the ipg during charging. The charger was replaced but the issue remained. The patient underwent a revision procedure wherein the ipg was replaced and moved from the chest to the abdomen.

Manufacturer narrative:
The ipg revealed normal characteristics during the visual and functional examination. The data log analysis revealed that the highest temperature recorded while the patient was using the device was 40.03 degrees celsius, which is within the acceptable range. A labeling review revealed that skin breakdown over the ipg is a known inherent risk associated with the use of dbs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin breakdown over the implantable pulse generator (ipg) and heating of the ipg during charging. The charger was replaced but the issue remained. The patient underwent a revision procedure wherein the ipg was replaced and moved from the chest to the abdomen.